Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she cannot see small print without "heavy reading glasses". Consumer did state that in a brightly lit room, she could pick up a small print book and read with ease. In a f/u, the surgeon reported the event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested on 07/31/2009, 08/04/2009, and 08/20/2009 by phone, fax and mail. A completed questionaire was received on 08/20/2009. (B) (4). (B) (4). (B) (4).